Manufacturer narrative:
Film evaluation summary; the exact cause of the retrograde type a dissection and patient¿s death could not be determined from the limited films provided. Pre-implant CT¿s and additional images during implant were not available for return. Analysis of the returned films did not reveal any anatomical or stent graft characteristics that could explain the reported events. The cause of death may have been related to a patient condition or unknown complication during the implant procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; the date of the rtad was noted to be 3 days after the index procedure. The patient was reported to have originally have been treated for an intramural hematoma also and expired a day later than previously reported. Age of patient at time of event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system. Other relevant device(s) are: (catalog number vamc3434c200tu, serial (B)(4), use by date 2019-03-07 and (B)(4) and catalog number vamc3232c200tu, serial (B)(4), use by date 2019-09-05 and (B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 31 mm diameter 320 mm in length thoracic dissection. It was reported that the patient passed away post operatively. Per the physician the cause of death was not device related and due in part to complications of a connective tissue disorder the patient had a medical history of. The results from the autopsy revealed a retrograde type a dissection (previously not observed on final imaging during index procedure) with pericardial hematoma. No additional clinical sequelae were reported.